Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on the lead. As a result, the lead was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.